Event description:
It was reported that a new dexcom g7 sensor failed to pair with the ilet despite multiple troubleshooting attempts, including switching between g6 and g7, restarting the sensor, and verifying bluetooth, and the sensor presented a replace sensor alert; the problem was characterized as an intermittent communication failure involving the antenna/electrical-magnetic components, and the user planned to contact the sensor manufacturer for replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with a communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.